Event description:
The complainant reports the valve within the connector (towards the indwelling catheter) was blocked; sterile water did not pass the valve from the indwelling catheter into the urinometer chamber. The complainant further states the device was tested prior to using on a pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional event details have been requested. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 01/12/2015.